Event description:
Ous MDR - on (B)(6) a vf alert was reported via home monitoring. An additional in-office follow-up was scheduled for the same day and noise was detected in rv-lead, nid setting was changed. On (B)(6) 2015 another alert was reported via home monitoring. Abnormal lead impedance measurement in the rv-lead was found. The lead was exchanged for a new lead and returned for analysis. The lead impedance was measured twice prior to the operation through crt-d, the results were 1750 ohms and 570 ohms; widely different. However the lead itself was not measured. The crt-d was reused.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the abnormal lead measurements mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis and the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.